Event description:
Related manufacturer report number: 9680001-2018-00114, 2182269-2018-00097, 2182269-2018-00098, 3005334138-2018-00243. During an atrial fibrillation ablation procedure, a cardiac pericardial effusion occurred. After ablating the pulmonary veins an intracardiac echocardiogram revealed a pericardial effusion. The patient became hypotensive for which a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.

Manufacturer narrative:
An event of a pericardial effusion was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. A review of the device history record was not possible as the batch number was not received.